Manufacturer narrative:
The nurse stated the pt got up from her wheelchair and was going to the restroom when she tripped over parked stretchers caster. As a result of the fall pt broke hip in three places. The pt had x-rays done and admitted to hosp. The hill-rom technician thoroughly inspected the bed and found no issues. The casters functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The hill-rom technician found the bed operating as designed. The reported injury is serious in nature per FDA definition; however, there was no evidence of a malfunction and the device functioned as intended. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating a pt has tripped over the brake caster on the stretcher. The bed was located at the account in the hallway. The pt suffered a broken hip and has had hip repair. This report was filed in our complaint handling system as complaint #(B)(4).